Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has had sensors that were not connecting with the transmitter, and when they removed the sensor the cannulas were missing. The patient's blood glucose at the time of incident was 100 mg/dl. No further details were provided. No products were returned and two replacement sensors were shipped to the customer.